Event description:
A report was received that pt was having trouble charging, that the ipg pocket was superficial and the pocket site was extremely sensitive to the touch. The physician revised the pocket and the pt was reportedly doing fine.

Manufacturer narrative:
This is the final report.